Event description:
It was reported that in 2005, the patient experienced painful sensations. Testing at the time was within normal limits. At the moment the patient is no longer able to hear with her device. Testing confirmed that the device has malfunctioned. Med-el became aware of the mentioned problems dating back to 2005.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.